Manufacturer narrative:
(B)(4). The patient is deceased. The device is non-contributory as documented in the report form manufacturer's incident report - medical devices vigilance system.

Event description:
It was reported that: patient hospitalized on (B)(6) 2018 for 5 daily consecutive plasma exchanges. Exchanges carried out on peripheral venous route on (B)(6) and (B)(6). On (B)(6), a cvc has been inserted on right jugular for hemodialysis as it is impossible to catheterize the peripheral veins. Insertion of the cvc without difficulty. A control x-ray confirms the good position of the catheter, without visible complication. The cvc removal is scheduled for (B)(6), after the last exchange. The cvc is removed around 1pm, patient in full decubitus. A compression dressing is applied, and the patient is instructed to remain in strict decubitus for 60 minutes. Around 2pm, the patient rings due to constrictive chest pain. The nurse finds the patient sitting at the edge of his bed, makes him lie down and contacts the medical team. The patient is immediately placed on o2 with a high concentration mask and an emergency electrocardiogram, a cardiac ultrasound, and a thoracic and cerebral scan confirm the gaseous pulmonary embolism. The patient has been admitted to intensive care, without neurological disorder but with chest pain again. An indication of hyperbaric chamber is placed with the need for a helicopter transfer to another hospital. Prior to take-off, an episode of desaturation occurs associated with neurological signs requiring intubation before the transfer. The patient arrives very unstable at (B)(6).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient hospitalized on (B)(6) 2018 for 5 daily consecutive plasma exchanges. Exchanges carried out on peripheral venous route on 17th sep and 18th sep. On 19th sep, a cvc has been inserted on right jugular for hemodialysis as it is impossible to catheterize the peripheral veins. Insertion of the cvc without difficulty. A control x-ray confirms the good position of the catheter, without visible complication. The cvc removal is scheduled for 21th sep, after the last exchange. The cvc is removed around 1pm, patient in full decubitus. A compression dressing is applied, and the patient is instructed to remain in strict decubitus for 60 minutes. Around 2pm, the patient rings due to constrictive chest pain. The nurse finds the patient sitting at the edge of his bed, makes him lie down and contacts the medical team. The patient is immediately placed on o2 with a high concentration mask and an emergency electrocardiogram, a cardiac ultrasound, and a thoracic and cerebral scan confirm the gaseous pulmonary embolism. The patient has been admitted to intensive care, without neurological disorder but with chest pain again. An indication of hyperbaric chamber is placed with the need for a helicopter transfer to another hospital. Prior to take-off, an episode of desaturation occurs associated with neurological signs requiring intubation before the transfer. The patient arrives very unstable at hospices civils de lyon.